Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Dir of nuring reports a leak from this 3rd use bloodline during treatment. 1/11/99-spoke with charge nurse regarding event. Reports that a leak occurred approx one hr into the treatment near the "saline side arm." The reported blood loss was less than 100cc (but more than 20cc). The pt remained stable and did not require any medical intervention. The line was changed and the treatment completed without further incident. A medwatch form has been filed based on blood loss only. Sample descarded on day of event.